Event description:
A venture catheter was used in a patient procedure. When pulling back the venture catheter from a side branch, the distal tip of the catheter broke off. The doctor was able to recover the broken tip.